Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a reading of 8 mmol/l which was lower than a lab reading of 17 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The precision strips were not returned. An extended investigation has been performed on the reported complaint and determined that there was no indication that the product did not meet specifications. The neo meter was returned and investigated, therefore no further investigation activities are required. The device history report (DHR) for the precision strip was reviewed and the DHR showed the precision strip passed all tests prior to release. Retain testing was not conducted for the precision strips since the reported test strips are expired. If the precision strips are returned, the case will be re-opened.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a reading of 8 mmol/l which was lower than a lab reading of 17 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a reading of 8 mmol/l which was lower than a lab reading of 17 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.